Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose level was 25.6 mmol/l at the time of incident. The customer's current blood glucose level was 13 mmol/l. Customer did not tested positive for ketone test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of high blood glucose event. The insulin pump will not be returned for the analysis,